Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during device f/u performed on (B)(6) 2011, device pacing rate and pacing polarity were found different from values programmed at implantation. Preliminary analysis revealed the device was found in standby mode on (B)(6) 2011, which explains the change in pacing configuration.